Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Tooth injured [tooth injury] gums injured [gingival injury] hurt - mouth [oral pain] ulcers - mouth [mouth ulceration] toothbrushes broke - oral-b [device breakage] case narrative: a spontaneous report was received via e-mail on 20-feb-2025 from a male consumer (unspecified age) stating that one of the ("clean") oral-b manual toothbrush broke while he was brushing his teeth, which hurt him (mouth - beginning on an unspecified date). He stated that he was going to treat the tooth and gums that were injured (both beginning on unspecified dates). He began using the product on an unspecified date and continued product usage information was not specified. Additional product usage information was not specified. The adverse event outcomes were unknown. Treatment details: none reported. Relevant history: this never happened (with other toothbrushes). Exact product used previously: unknown. Concomitant product(s): none reported. The case outcome was unknown. No further information was provided. 21-feb-2025 follow up via digital safety assessment survey: the 59 year old consumer used the toothbrush twice a day everyday beginning on (B)(6) 2025 and stopped using the product on (B)(6) 2025. After the toothbrush broke (in (B)(6) 2025), he experienced an injury on his tooth and gums (both beginning (B)(6) 2025). He experienced "hurt" (beginning (B)(6) 2025). He used a bismu-jet as self-treatment for the ulcers that formed (mouth - beginning (B)(6) 2025). He reported that he had a dentist appointment scheduled, but it was unspecified if he saw/talked to a dentist/healthcare professional at the time of this report. The adverse event outcomes were: tooth and gum injuries - improved; hurt (mouth) and ulcers - unknown. Exact product used previously: yes, with unknown toleration. The case outcome was improved. No further information was provided. 21-feb-2025 follow up via e-mail and pictures: the consumer used oral-b manual toothbrush 123 triple pack 123 medium. The adverse event outcomes remained the same. The case outcome remained improved. No further information was provided.